Event description:
Manufacturer received report from health care provider stating patient claims to hear intermittent alarm sounds from implanted infusion system, and is complaining of increased pain. The pump is programmed to deliver dilaudid 20mg/ml @ 1.5mg/day and clonidine 100mcg/ml @ 15mcg/day. Volume accuracy has been confirmed, and is within normal limits per device specifications. A catheter dye study was also done and concluded the system was patient. Additional troubleshooting and interventions are being considered and a follow up report will be sent if new information is received.